Manufacturer narrative:
Eval: results and conclusions: (moderately tortuous). Secondary intervention. Medtronic has received the stent graft delivery system and the analysis has been completed. Eval of the returned device confirmed the kink at the balloon area as reported in the complaint. The cause of the kink is most likely due to the vessel anatomy. There was blood visible on the device. The stent graft was loaded in the delivery catheter. There were multiple kinks on the sheath at (measured from the end of the graft cover): 29 mm, 64 mm, 89 mm, 112 mm, 129 mm, 144 mm, 161 mm and 185 mm.

Event description:
A talent bifurcated stent graft delivery systems was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown .vessel morphology was moderately tortuous. The device was inserted into the vessel however was unable to be advanced to the intended landing zone. During the advancement the delivery catheter kinked. The device was removed from the pt without issue. The pt was treated with another device. The stent graft delivery system was received and the analysis is pending. No clinical sequelae were reported and the pt is fine.